Event description:
Medtronic received information that during an intracranial aneurysm embolism treatment, one implant coil could not be deployed and the patient experienced a subarachnoid hemorrhage. Prior to the event, the patient was diagnosed with multiple aneurysms and was treated with pipeline and coils. The pipeline was deployed without incident in the ica (internal carotid artery). The patient has a second aneurysm located in the posterior ica most proximal segment to the vert in the posterior circulation. The aneurysm had 4 small bulges off of the body of the aneurysm. The shape was very rare. The anatomy was moderate. It was treated with coils. The aneurysm in the pica had unusual morphology. During the coiling of this second aneurysm the patient experienced the subarachnoid hemorrhage. The patient was then treated with additional coils and surgical intervention. It was reported the fourth axium qc-1.5-2-helix coil did not deploy [did not detach with instant detacher] and was considered to be defective. The defective coil was discarded and the remaining coils and pipeline were implanted in the patient. A total of six implant coils were implanted in the patient. To further relieve the hemorrhage, a hole was drilled into the skull and the hemorrhage was aspirated out of the patient. The patient had to be admitted for a longer period of time due to the open surgery and subarachnoid hemorrhage. The patient is in stable condition. Same event as MDR# 2029214-2015-00835

Manufacturer narrative:
The devices will not be returned as the coils were implanted in the patient and the pushwires were likely discarded. Based on the reported information, there is no evidence suggesting that the axium coils were defective, but rather a procedure related event. The lot history record review of the reported lot numbers showed no discrepancies that may have contributed to the reported experience. Model: apb-4-8-3d-ss, lot: 9836142 dom: 27 nov 2013 exp: 26 nov 2016. Model: qc-3-8-3d, lot: 9922538 dom: 05 jun 2014 exp: 04 jun 2017. Model: qc-2-3-helix lot: a067419 dom: 03 mar 2015 exp: 02 mar 2018 (qty 2). (B)(4).